Event description:
Reportedly, on an o+ with 3.20 installed a fu was performed on a pm. The smartcheck function was used to check measurements. The function could not be performed due to an error message.

Manufacturer narrative:
R&d analysis confirmed the reported programmer crash after threshold test and aida reading re-started. The exact root cause could not be identified with certainty, but it is most likely related to known issue with golcontrol and/or thread management. A re-ghost of the tablet is not needed. So, no return necessary. Since crashes have occurred repeatedly, it is recommended that you reinstall the latest version 3.22 of smartview. No issue on the device is suspected.

Event description:
Reportedly, on an o+ with 3.20 installed a fu was performed on a pm. The smartcheck funtion was used to check measurements. The function could not be performed due to an error message.